Manufacturer narrative:
The most probable cause of the white residue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned for evaluation by olympus. During evaluation, the colonovideoscope had white residue on the air/water channel. No patient involvement.